Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable and charging pad. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate charging pad and usb cable. There was no adverse impact to the customer's blood glucose level.